Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) unable to straighten. It was reported that during preparation of the mitraclip delivery system (cds), the m-knob was applied until the distal tip deflected to approximately 90 degrees; a noise was heard, the device no longer curved or straightened. A cable break was suspected. The cds was not used and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. All available information was investigated and the reported clip delivery system (cds) cable break and positioning failure related to the loss of tip deflection (inability to curve and straighten device) was confirmed. The reported noise could not be replicated in a testing environment as it was likely a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported cds cable break. The reported noise and the positioning failure related to the inability to curve/straighten the tip, however, were secondary effects of the cable break. There is no indication of a product issue with respect to manufacture, design or labeling.